Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm which occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) explained the alarm to the care giver (cg) and had the cg cycle the power on the hc. A system error 2367 occurred. The cg said that during the initial drain the hp's patient line and transfer set came apart as the hp did not connect them properly. The hp was going to use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The patient at home guide instructs the user to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.